Manufacturer narrative:
The device log file was available for the investigation. It could be verified that the safety software of the evita v800 triggered a warm start of the ventilator as a specified reaction to a detected time-out event in the software task processing on (B)(6) 2020 at 5 pm system time. The safety software analyses and verifies the correct device function. If the safety software detects a deviation of the ventilator unit from the correct device function, it initiates a warm start of the ventilation unit and simultaneously of the control unit as a specified reaction. During a warm start, ventilation is temporarily interrupted and the ventilator's auxiliary audible alarm is raised. The safety valve is opened to environment during this time to allow spontaneous breathing of the patient. After successful completion of the warm start, the ventilation unit automatically continues ventilation with the previous settings after 8 seconds at the latest. The warm start of the control unit is completed after one minute at the latest. Afterwards, the alarm message "ventilation unit restarted" is displayed by the control unit with an acoustic alarm tone sequence. The evita v800 has reacted according to specification to a detected time-out event in the data processing of the microprocessor system and has performed a warm start to reinitialise the system. The user was alerted to the event by visual and audible alarms. There were no consequences for the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart and the ventilation was interrupted for about 1 minute. The patient was not injured.